Event description:
Previously reported information from related manufacturer report number: 2135147-2022-00423: it was reported a patient underwent implant of a 29 mm navitor valve on (B)(6) 2022. Immediately after the deploying the navitor valve, the patient developed a left bundle branch block (lbbb). The patient underwent implant of a pacemaker on (B)(6) 2022. The cause of the lbbb is unknown. It was noted that the patient had a right bundle branch block prior to procedure. Subsequent information received regarding previously filed report, the implant date was corrected from (B)(6) 2022 to(B)(6) 2022. During the initial procedure, the native peridiameter was 81.3mm, and the effective orifice area (eoa) was 511.0mm^2. A 22mm balloon was used for pre-implant balloon aortic valvuloplasty. During the valve implant, the valve was recaptured three times, and then the valve was implanted. There was sufficient calcium to allow sealing. The final implant depth of the valve was 15-17mm. The patient was admitted on (B)(6) 2022 due to complete heart block. On (B)(6) 2023, a leadless pacemaker was implanted. On a later date, cardiac insufficiency deteriorated and novel paravalvular leak (pvl) was observed. On (B)(6) 2023, aortic valve replacement (avr) was performed and the 29mm navitor valve was explanted and a 21mm sjm epic valve was implanted as a replacement. No additional information was provided.

Manufacturer narrative:
Related manufacturer report number: 2135147-2022-00423. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported a patient underwent implant of a 29 mm navitor valve on (B)(6) 2022. Immediately after the deploying the navitor valve, the patient developed a left bundle branch block (lbbb). The patient underwent implant of a pacemaker on (B)(6) 2022. The cause of the lbbb is unknown. It was noted that the patient had a right bundle branch block prior to procedure. Subsequent information received regarding previously filed report, the implant date was corrected from (B)(6) 2022 to (B)(6) 2022. During the initial procedure, the native peridiameter was 81.3mm, and the effective orifice area (eoa) was 511.0mm^2. A 22mm balloon was used for pre-implant balloon aortic valvuloplasty. During the valve implant, the valve was recaptured three times, and then the valve was implanted. There was sufficient calcium to allow sealing. The final implant depth of the valve was 15-17mm. The patient was admitted on (B)(6) 2022 due to complete heart block. On (B)(6) 2023, a leadless pacemaker was implanted. On a later date, cardiac insufficiency deteriorated and novel paravalvular leak (pvl) was observed. On (B)(6) 2023, aortic valve replacement (avr) was performed and the 29mm navitor valve was explanted and a 21mm sjm epic valve was implanted as a replacement. No additional information was provided. Subsequent to the previously filed report, additional information was received that the aortic annulus perimeter was 81.3mm, and the area was 511.0mm². Patient experienced heart failure as well prior to valve replacement on (B)(6) 2023.

Manufacturer narrative:
An event of a paravalvular leak was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications.